Event description:
It was reported that the patient has an infection at the ipg site. Surgical intervention was undertaken and the ipg was explanted.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information revealed that the infection has resolved.